Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent fracture occurred. The target lesion was located in a non tortuous and severely calcified ostial left main artery. A non bsc guide catheter was placed in the left main coronary artery. A non bsc guide wire advanced into the distal left anterior descending. The ostial left anterior descending lesion was stented with a promus element plus 3.5x12mm stent at 16 atm. The ostial segment of the stent was post dilated with the same stent balloon at 20 atm. Angiogram was performed and the proximal portion of the stent suggested a probable proximal stent fracture vs. Tissue prolapse at the ostium of the left main. A non bsc guide catheter was then engaged in the ostium of the left main. A non bsc guide wire was placed in the distal left anterior descending. Ivus was performed which suggested a proximal stent fracture. A 2.0x6mm non bsc balloon catheter was inflated to 12 atm to post dilate the stent. A 3.5x16mm promus element plus stent was then deployed at 20 atm within the promus element plus 3.5x12mm stent to cover the fractured segment. The promus element plus 3.5x16mm stent extended into the proximal left anterior descending and covered the distal left main. Post stenting ivus revealed excellent apposition with no stenosis and no compromise to the circumflex timi 3 flow in the left anterior descending and circumflex. The non bsc guide wire was removed and imaging orthogonal views showed no observed complications. The procedure was completed with a promus element plus 3.50mmx16mm. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).